Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument had misaligned jaws. The user removed the instrument and discovered that the instrument's blade was broken. The instrument was replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the reporter confirmed that the blade was broken off. No fragment fell into the patient and no patient injury. The surgeon believed that the instrument was defective causing the damage to the tip. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The reporter did not know if the instrument collided with any other instruments or other hard material. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: it appears that the blade of the instrument was broken off/detached from the jaws and the missing piece was attached to the housing with a tape. No further escalations required for the image review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.08 x 0.593" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h10/h11 for follow-up information.